Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that piece of insulin pump is missing by reservoir. The customer¿s blood glucose level was unknown. Customer stated that pump is missing a piece on top part of the reservoir as pump fell off counter. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with partially broken reservoir tube lip, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.